Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received.

Event description:
It was reported that the wake button has stopped functioning. During troubleshooting with tandem technical support, it was confirmed that the pump still turns on when plugged into a power source. Customer had elevated blood glucose levels (263 mg/dl). Customer delivered a bolus to stabilize blood glucose levels. In addition, it was reported that the customer experienced a low blood glucose (bg) level (68 mg/dl), earlier in the day. Reportedly, low bg was due to the customer not eating enough, and due to the customer swimming. Customer consumed food to stabilize blood glucose levels. It was indicated that the customer has a back up method for continued insulin therapy.

Manufacturer narrative:
Low bg- no failure identified.